Event description:
Nurse attempted to prime the device prior to connecting to a newly established IV access. She met resistance and could not prime with saline in spite of increasing pressure on the saline syringe.